Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device was received sealed in the inner packaging. No anomalies were found.

Event description:
It was reported that during the implant procedure, prior to removing the device from the packaging, it was noted that the voltage and impedance were abnormal. The device was not implanted. No patient complications have been reported as a result of this event.